Manufacturer narrative:
Advanced bionics considers investigation into this reportable event as closed. There has been no decision to pursue revision surgery at this time, advanced bionics will be contacted if a decision to pursue revision surgery is made the recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing poor sound quality, dizziness, and nausea with device use. Programming adjustments have been made, however this did not resolve the issue. Revision surgery is under consideration.